Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. No further information has been obtained despite good faith efforts.